Manufacturer narrative:
(B)(4). The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device the lots that were used are lot# 0063962w and 0099022w. This part is not approved in the united states; however, a like device catalog # 8679855, 510k# k000453 was cleared in the united states. The manufacture date for lot 0063962w is (B)(4) 2009 and the manufacture date for lot 0099022w is (B)(4) 2010. Unable to determine which pictures are associated with each set screw lot. Review of the submitted pictures appear to show the thread crests and flanks of the set screw are damaged; this damage appears to be consistent around the thread, and is consistent with misalignment of the set screw threads to the multiple axial screw threads.

Event description:
It was reported that the pt underwent a spinal procedure to implant posterior fixation at l5-l6 through mini-invasive procedure. The set screw could not be broken off during final tightening. Since the first set screw had been implanted with its tab broken off during final tightening. Since the first set screw had been implanted with its tab broken off, the whole construct had to be replaced. There was no problem with the procedure prior to the final tightening. No pt injury was reported.